Manufacturer narrative:
Concomitant products: product ID 3093-33, lot# v309454, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-33, lot# v309454, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the fall into a lawn mower and subsequently had her device replaced. The date of the fall was unknown. The patient had been seen by a health care profession about a month prior to the report, and all impedances were greater than 4000 ohms. The patient¿s symptoms had returned and the patient had no stimulation sensation. An x-ray showed that the lead was not in the correct position. The lead was removed without any issues. A new system was placed on (B)(6) 2013. It was further clarified that both the lead and implantable neurostimulator (ins) were damaged. Additional information was requested, if received, a follow up report will be sent.